Manufacturer narrative:
The technician found the reverse trend disengage switch not engaging. The technician adjusted the switch to repair the bed.

Event description:
Information received indicates the reverse trendelenburg function will not work.